Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had seemingly 'crashed' during its operation. A field service engineer remoted into the station, which was online as normal. The c drive was cleared. The customer was contacted to see if any issues had come up, and the station was working as normal. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es device had seemingly crashed during case and the pyxis was completely dark screen, unlocked. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.